Manufacturer narrative:
Image review: three still images were received from the account. Images 1 and 2 capture a balloon inflated in the rca vessel. In image 3 the balloon appears to be partially deflated and a stent is visible in the vessel.

Event description:
The physician intended to use a resolute onyx drug eluting stent in a severely calcified and moderately tortuous lesion located in the mid right coronary artery exhibiting chronic total occlusion stenosis. There was no damage noted to packaging or when removing the device from the hoop/tray. The device was inspected prior to use with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did pass through a previously-deployed stent. No resistance was encountered or excessive force used when advancing the device. It is reported that the physician tried to wire and pre-dilate the lesion with non-mdt sc balloon from distal to proximal. Ivus imaging was used to identify the lesion size and length before stenting. A non-mdt stent was used and is reported to have caused a dissection in the rca. The physician used an onyx 2.0x30mm stent to cover the dissection from the pda to distal rca. Following post dilatation, another onyx 3.5x34mm stent was used to overlap from the distal to middle rca. It is reported that the balloon failed to inflate using nominal pressure and after a safety inspection including switching the indeflator and inspecting the whole guiding system, they decided to try again. The stent was partially deployed with nominal pressure. It was then attempted to inflate the device again to 18atm. The stent was finally deployed successfully. However, following stent deployment, they tried to deflate the balloon several times which was unsuccessful. The stent was fully expanded when it was deployed. The device was not moved or re-positioned in the lesion. They tried to use the guideliner for impalement or stabbing the stent balloon but it failed. The physician then decided to remove it and changed to a non-medtronic guiding catheter and stabbed the stent balloon. The stent balloon was removed. A 1.1 concentration of contrast / saline was used. An nc balloon was used for post dilation and another onyx 3.5x26mm stent was delivered successfully to overlap the mid rca to proximal rca. Ivus imaging was used for final checking from distal to proximal. The patient remained stable during the procedure with no injury reported.

Manufacturer narrative:
Product analysis summary: the stent delivery system returned with a complete detachment of the luer at 0.7cm distal to the strain relief. Blood residue was visible in the balloon. The hypotube material was oval and jagged on both sides of the detachment site. Deformation to the distal tip was visible. Negative prep was performed with no issues noted. On pressurisation of the device, the balloon failed to inflate. The balloon bonds were stretched. The inner lumen patency was verified with a 0.015 inch mandrel, however the mandrel could not pass through the distal tip due to tip deformation. The resolute onyx luer break occurred while the non-mdt guide catheter was being used to stab the resolute onyx balloon. If information is provided in the future, a supplemental report will be issued.